Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.